Event description:
(B)(4). My device was not covered by I insurance. Cramps have become unbearable, passing game heavy clots. More and more each month. Headaches, nausea, gas, bloating, painful sex, sharp stabbing pains, cramps keep getting worse. Hives, rashes. Dry skin.